Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming 0600 on the day of disconnection and read 10.5 ml remaining, however the cassette was empty. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).